Event description:
It was reported that, "insert broke."

Manufacturer narrative:
Eval summary: visual inspection indicated that the device was returned in used condition with visual discrepancies attributed to frequent usage. Damage to the underside locking profile was observed, with a piece of radel fractured off completely from the posterior side of the trial. The damage was likely from impingement between the insert trial and tibial template/headed pins during primary trialing. The investigation concluded that this event is related to a trend of similar events where triathlon tibial insert trials fracture, fragment or crack when seating on the tibial templates due to interference with the headed pins fixating the template to the tibia. A design non-conformance was observed.